Event description:
It was reported that a hahn tapered implant had a lack of primary stability. The patient does not have a relevant medical or dental history. The patient's bone quality is type IV and their oral hygiene is noted as good. On (B)(6) 2024, the patient presented for primary procedure on tooth # 14. During implant placement, the provider determined there was a lack of primary stability and explanted the device. No patient symptoms were reported by the provider. The implant was replaced with a similar device.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Clarification of the initial lot number was requested from the provider as it was found that the initial lot number did not match the dimensions of the implant size that was initially reported. A corrected lot number (6133057) was received. Therefore, sections d.1, d.4 and h.4 were all corrected to reflect the current lot information.